Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-reuse of single use product during the dwell stage 4 of 4, where the home patient stated the caregiver changed out the solution bag only and she continued therapy. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
Product surveillance (ps) received a call from the home patient (hp) on (B)(6) 2012 regarding changing out the solution bag only after an alarm and the hp continued therapy. The hp stated they contacted her peritoneal dialysis nurse (pdn) regarding the alarms and only changing out the solution bag. Ps advised the hp that is not recommended to change out partial supplies as there is a risk for contamination. The hp understood. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.